Event description:
Device report received from taiwan reported a plate broke postoperatively and was explanted. Pt broke his left tibia and plate was implanted (B)(6) 2011. Pt returned to surgeon on (B)(6) 2012 and x-ray showed the fixation remained good. Pt returned to surgeon on (B)(6) 2012 complaining of an uncomfortable feeling in his leg. X-ray revealed a broken plate.

Manufacturer narrative:
Event reported to the synthes USA complaint handling unit on (B)(4) 2012. Device received at synthes (B)(4) and is in the eval process, no conclusion has been drawn.